Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number: (B)(4).

Event description:
Another healthcare professional reported that the vitrectome did not aspirate the vitreous during the vitrectomy surgery. The surgery was completed by replacing the another product. Device was contacted with the product but there was no patient harm.

Manufacturer narrative:
Two opened probes were received with no tip protectors, in a pouch. At the time of receipt, the sample was observed to have a bent needle. Sample #1 was visually inspected and found to be non-conforming with the needle bent. The sample was then functionally tested for actuation and aspiration. The sample was found to be conforming for aspiration and was non-conforming for actuation. Sample #1 was then disassembled, and the components inspected. Nominal wear was observed on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. The inner cutter was observed to be severely bent. Gouge marks were observed along the majority of the length of the inner cutter. Sample #2 was visually inspected and found to be non-conforming with the needle bent and orange/brown foreign material on the port face. The sample was then functionally tested for actuation and aspiration. The sample was found to be conforming for aspiration and was non-conforming for actuation. Sample #2 was then disassembled, and the components inspected. Nominal wear was observed on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. The inner cutter was observed to be bent. Gouge marks were observed along the majority of the length of the inner cutter. A review of the device history records traceable to the reported lot number indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The complaint evaluation does not confirm that either probe had an aspiration failure. The evaluation indicated that both probes had an actuation failure. The aspiration function of the probes was conforming; however, the observed actuation failures could have caused the cutter to stay in the port of the needle long enough to obstruct aspiration flow at the time the reported event was observed. The most likely cause for the actuation failures is the bent needle and bent inner cutter. A bent needle can impede the movement of the cutter shaft. This interference is present as observed from visual condition of the inner cutter. The exact root cause of the bent needle and bent inner cutter cannot be determined from this evaluation. The most likely root cause is handling at any point after the probe was shipped from the manufacturing site, including use during surgery. The reported aspiration failure was not confirmed in either returned probe sample and an exact root cause for the bent needle and the bent inner cutters on both samples was not determined from this evaluation. Therefore, no specific action with regard to this complaint was taken. Probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No additional action is required at this time. The manufacturer internal reference number is:(B)(4).